Event description:
The AED was attached to a patient and the officer using the AED thinks it malfunctioned. Patient outcome was not provided.

Manufacturer narrative:
After multiple requests, the customer has neither provided additional information about the event nor sent the AED to cardiac science for evaluation. At the present time there is no evidence to support the allegation that the AED did not function correctly during the rescue.

Manufacturer narrative:
The AED was received for investigation along with the battery and a set of unopened pads. The pads used during the rescue event were not returned. The customer had provided additional information about the event and reported that after the AED was attached to the subject it advised the rescuers to continue CPR, but did not advise or provide a shock. The rescue data was downloaded from the AED and analyzed. The results of the review determined the AED operated as designed in the rescue. It correctly categorized the patient's asystole rhythm as non-shockable and no shocks were delivered. The AED prompted CPR sessions as programmed according to current CPR/AED guidelines. As part of the investigation, the AED was functionally evaluated and successfully passed testing to factory specifications. The AED was serviced and returned to the customer.

Event description:
The AED was attached to a patient and the officer using the AED thinks it malfunctioned. Patient outcome was not provided. Update: the customer provided additional information about the rescue attempt which included the date of the event and subject outcome. After the police officers attached the AED to the subject, the AED advised the rescuers to continue CPR, but did not advise or provide a shock. The fire department arrived on the scene and took over rescue operations; however, the AED continued to state "no shock advised, continue CPR." The subject was transported to the hospital where he was declared deceased.

Manufacturer narrative:
The customer was asked to provide additional information about the event and to send the AED to cardiac science for investigation.

Event description:
The AED was attached to a patient and the officer using the AED thinks it malfunctioned. Patient outcome was not provided.